Event description:
It was reported that the devices were used during a vascular procedure. The clips are scissoring, clips are not staying on the artery, and the devices will not close correctly. Continued to open devices until case was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.